Manufacturer narrative:
Per the tandem user guide: "compatible cgms include the following integrated continuous glucose monitors (icgms): dexcom g6 cgm system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer attempted to use g4 transmitters with g6 continuous glucose monitor software on the pump. No additional patient or event information was available.